Event description:
Discordant advia 1800 valproic acid results were obtained on one patient sample. A negative results was reported to the physician. The physician questioned the result. The customer diluted the sample and obtained a result that was consistent with the patient history. A corrected report was issued. There was no patient intervention or adverse health consequence due to the discordant valproic acid results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse ran a protocol and confirmed that the protocol passed well within specifications for accuracy and precision. It appears that the problem is specific to this particular patient sample. Siemens will contact the customer and arrange to have the sample obtained for investigation. The instrument is performing within specifications. No further evaluation of the device is required.